Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a system infection was suspected. Testing was discussed to look for lead vegetation. No intervention was performed. No additional information was reported. The patient was stable.

Event description:
New information noted that the system was explanted on (B)(6) 2018. There was no allegation that the system was involved with the infection. The patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.